Event description:
An aneurx stent graft system was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. There was a large calcified common iliac aneurysm noted on the right with an amplatz plug in the hypogastric artery with incomplete occlusion. First a 12 mm aneurx limb was placed from the aortic bifurcation to the right external iliac artery, then the main device was inserted and deployed through the iliac limb. The contralateral gate was cannulated and a 16 x 20 x 13.5 iliac stent graft was deployed. It was reported there was excellent flow throughout the aorta, iliac and femorals without evidence of an endoleak. The patient tolerated the procedure well; however, four or five days later, the patient died from a suspect myocardial infarction. No additional information was provided.

Manufacturer narrative:
.